Event description:
Not so much a device problem as the pt's parent got contacts from 1-800 # so did not get any exams for 5 years. Has grade ii-iii glant papillary conjunctivitis and neovascularization. Rptr heard that FDA didn't get feedback about people not getting exams and the problems associated with it. Do you want the more minor issues like this or just the more major like corneal edema and increased neovascularization.